Manufacturer narrative:
Concomitant medical products: unk lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients representative that since implant the patient experienced palpitations when their implantable pulse generator (ipg) was being tested. It was further reported that the ipg exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.